Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering bolus. The customer experienced high blood glucose over 400 mg/dl at the time of incident. The customer reported that the insulin pump failed to complete priming. The insulin pump will be returned for analysis.